Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified left main artery. A 2.50 x 12mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent came off from the balloon. The stent was then retrieved using a snaring device and a 2.0mm balloon catheter. A 2.25x12mm, 2.5x20mm, 2.25x12mm and 2.25x16 were then deployed and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified left main artery. A 2.50 x 12mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent came off from the balloon. The stent was then retrieved using a snaring device and a 2.0mm balloon catheter. A 2.25x12mm, 2.5x20mm, 2.25x12mm and 2.25x16 were then deployed and the procedure was completed. No patient complications nor injuries were reported. Synergy ii us mr 2.50 x 12mm stent delivery system (sds) was returned for analysis with a detached stent. No stent returned. The balloon was reviewed. There was no stent on the balloon. The balloon wings appeared relaxed from their original folded position suggesting that some positive pressure could have been applied however it was not possible to confirm this as the balloon folds may have been affected by handling during removal or packaging for return. Crimp markings were evident on the balloon wall indicating correct crimping and positioning of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.